Event description:
Device malfunction: premature stent deployment. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that while taking the device out of the package, the xpert stent was found prematurely deployed. Reportedly, there was no pt involvement. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.